Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated; g4; h2; h3; h6. Corrected: a1. Reported event was confiremed by the review of medical record and op notes. Revision op notes dated (B)(6) 2019 were reviewed and identified patient was revised due to pain and elevated ions attributed to metallosis. Increasing pain associated with metallosis by metal ions. Fluid sent for cultures, moderate effusion noted. Surrounding tissue stained with hemosiderin but intact, no pseudotumors. Minimal inflammatory tissue removed. Head and liner exchanged without complication. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
Concomitant medical products. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted concomitant medical products: part # 157448/m2a head/ lot # 399700, part # x11-180313/ stem/ lot # 750640, part #139252/ m2a neck/ lot # 482690. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -04873.

Event description:
It was reported patient underwent l hip revision approximately 10 years post implantation due to pain, elevated metal ion levels, and metallosis. During the procedure, minimal tissue damage was noted. There was moderate effusion and the surrounding tissue appeared stained with hemosiderin. The head was exchanged for dual mobility construct. No additional information at this time.